Event description:
It was reported that a t: slim x2 pump had damage to its housing surrounding the usb port, which affected the ability to charge the pump, although it had not shut down. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label within 10 days for a warranty replacement, while using multiple daily injections as backup insulin therapy.